Event description:
Customer reported that their tandem mobi pump would not turn on despite various troubleshooting steps provided by technical support. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the customer through several tests, including checking button response and charging pad use, but the issue persisted, leading to continued efforts to resolve the battery charging problem.